Manufacturer narrative:
Product complaint # (B)(4). Additional information: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, device property of none, device in possession of: none. (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? The products were involved in the event. Described issue were in all products in one lot and in one box. Device return status: no return items. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available. Note: events reported on mw# 2210968-2022-01514, mw# 2210968-2022-01523, mw# 2210968-2022-01515, mw# 2210968-2022-01516, mw# 2210968-2022-01517, mw# 2210968-2022-01518, mw# 2210968-2022-01519, mw# 2210968-2022-01520, mw# 2210968-2022-01522. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on and unknown date and a reservoir was used. During surgery, stated reservoir has no hole, no suction happened. No reported patient consequences additional information has been requested.